Event description:
Or manager at the clinic reported that the device cannot hold the plate correctly - it is too loose. There was no adverse consequence to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seizing involving a d/m h-grip introducer was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection indicated signs of use. There were small scratches and burnishing marks on the device indicative of light use and cycles in and out of sterilization trays. Functional inspection indicated that the device was non-functional as the spreader could not fully tighten onto the functional gage which mimics a dall miles grip plate window. Material analysis indicated that the failure of the device to properly engage likely resulted from interference between the knob and end cap components. This appears to have been primarily caused by interference relating to end cap cross pin and sidewall contact with the knob. No material defects were observed on the device features evaluated. Medical records received and evaluation: no medical records were received for evaluation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported events for the same lot number. Conclusions: the exact cause of the event could not be determined because while the device was found to be non-functional and the reported event was confirmed, the device showed signs of use and had small scratches and burnishing marks indicative of light use and cycles in and out of sterilization trays, and no dimensional inspection could be performed. It is likely that the device may not have been properly cleaned or lubricated during sterilization cycles prior to use.

Event description:
Or manager at the clinic reported that the device cannot hold the plate correctly - it is too loose. There was no adverse consequence to the patient.